Manufacturer narrative:
(B)(4). Medical product: unknown tibial component catalog; unknown nexgen articular surface catalog; femoral recon nail catalog # 00225236010 lot # 62727934. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00868, 0001822565-2018-01132, 0001822565-2018-01149.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to implant defect and pain. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.